Event description:
It was reported that patient experienced an infection at the ipg and lead sites. As a result, surgical intervention was undertaken wherein the ipg was replaced to address the issue on (B)(6) 2025. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that the infection has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.